Event description:
The settings upon initial interrogation on (B)(6) 2008 were indicative of a faulted system diagnostic test occurring. This likely occurred on the previous visit on (B)(6) 2008 when a systems diagnostic test was performed.

Event description:
It was reported through review of inhouse programming history that a programming anomaly was found dated (B)(6) 2008 in which settings were found to be 1/20/500/30/60/1/500. Settings were then adjusted on (B)(6) 2008 to be 1/25/500/30/60/1.25/500. No patient adverse events were reported due to the incorrect settings.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of programming history.